Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her husband (the patient) alleging a power issue with the pump. The reporter claimed that the pump was turning on and off. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting by the patient. According to the reporter, the patient replaced the battery cap but the issue was allegedly still occurring. The reporter did not have the pump with during he contact with animas. Therefore, no additional troubleshooting was completed. The reporter mentioned that she was going to talk to the patient and call back. Multiple attempts by animas to contact the reporter and patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2012 with the following findings: a review of the black box history indicated power on resets on (B)(6) 2012 at 3:31pm. The returned battery cap was found to be stripped and would not secure to the pump causing power loss. A damaged battery cap has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A new test battery cap was used for testing purposes. The pump was exercised for 24 hours with the test battery cap with no power issues. There was no moisture or damage found to battery flex or power circuit. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.